Event description:
On december 22nd, 2023, the user contacted dario to report low blood glucose (bg) readings. The user reported bg readings of 35 mg/dl and 56 mg/dl from his dario meter when compared to a bg reading of 130 mg/dl from the user's continuous glucose monitor (cgm).

Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user was flooding the test strip site with blood, and applying the blood sample on top of the testing site. Dario's user guide states in the section performing a glucose test: " do not put blood on top of the test strip." The user stated that he has to use over five test strips before it gives a bg reading and when he does get a reading, it's very low (in the 30 mg/dl and 40 mg/dl range)." Since the user refused to continue troubleshooting with the dario's representative, the user could not be assisted further. The low bg readings may have been due to misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.